Event description:
Pt reported that she has experienced high blood glucose (496 mg/dl) ever since she started using this device two weeks ago. Pt switched to back-up device and all is ok. No errors were generated by original device. Pt self-treated high blood glucose by bolusing.